Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A notification was sent to hospitals under fsca apr2016 was initiated on may 5th, 2016 to inform clinicians about this issue and to recommend that the connectors on patients' controllers be inspected on a periodic basis to check for the presence of this condition. Users are further instructed to exchange any controllers that are identified with loose connectors. The field action is currently ongoing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Event description:
It was reported that during the software maintenance release (smr) upgrade the medical staff noted a loose power port connector. The controller was exchanged with no reported effect on the patient.&#2062;o further information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A notification was sent to hospitals under fsca apr2016 was initiated on may 5th, 2016 to inform clinicians about this issue and to recommend that the connectors on patients' controllers be inspected on a periodic basis to check for the presence of this condition. Users are further instructed to exchange any controllers that are identified with loose connectors. The field action is currently ongoing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Event description:
It was reported that during the software maintenance release (smr) upgrade the medical staff noted a loose power port connector. The controller was exchanged with no reported effect on the patient. No further information was provided.

Manufacturer narrative:
Updated sections: date received by MFR., type of reports, if follow-up, what type? Corrections: report date, device available for evaluation?, MFR contact info, device evaluated by MFR?, device manufacture date and evaluation codes. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It had been indicated that the controller was allocated to the patient in 2015. The device had not been dropped and no excessive force had been applied. Pump parameters were displayed on the controller. Removed implant date. This peripheral device is not implantable. The aware date for the initial report was mistakenly entered as 05/31/2016. The correct date received by manufacturer, was 05/23/2016. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed through visual inspection and functional testing. Analysis of the device revealed that the device failed to meet specifications. The device failed visual inspection and functional testing due to a loose power port 1 (ps1) connector with a loose nut found internally. As received, (B)(4) did not have the software maintenance release (smr) update installed. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose connector. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.